Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The underwent an ipg replacement and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.